Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 43 mg/dl. She retested using her bd meter and received a reading of 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did not have any test strips left, so no product is available for return.